Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a lap appendectomy, the surgeon hit the green safety button, ring handle sprung forward as usual, but could not fire. A third stapler was opened and it worked fine. No patient adverse events reported. Patient is with no issues. No reinforcement material was used.